Event description:
The pt was implanted with a left ventricular assist device. A device tracking form was submitted to the MFR indicating that approx 2 months post implant the pump was exchanged. Add'l info received indicated that the pt experienced low flow alarms and was transported to the implanting center. A CT angiogram and an echocardiogram were performed to check for suspected obstruction and the results were negative. A decision was made to exchange the pump and during the exchange it was reported that an embolus was found in the area of the pump.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump. The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.